Event description:
It was reported that the patient faced an infusion set bent cannula event on (B)(6) 2026 at abdomen insertion site and event occurred after three or more hours of insertion. Blood glucose level was 366 mg/dl at the time of the event and patient took correction bolus via pump to resolve the issue.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.